Event description:
It was reported that the pump was not delivering what it should. Sometimes at refills, there was too much in the reservoir and sometimes there was too little; the volumes were not provided. The pump was replaced. The pt was doing "ok" after the replacement. The type of medication, concentration, and daily dose being administered via the pump were not reported; the pump was used for intrathecal pain therapy. There was no pt injury.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.